Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 428 mg/dl. Customer's current blood glucose was 198 mg/dl. Customer reported symptoms of high blood glucose level. Customer was thirsty at time of event. Customer had been using insulin pump within 48 hours of reported event. Customer stated auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.